Event description:
An email communication from (B)(6) was received to report a (B)(6) boy that was hospitalized for diabetic ketoacidosis. There was no carbohydrate count provided. He was taken to the hospital where they tested his ketones and they were high. He was diagnosed for diabetic ketoacidosis and he was treated with manual injection of insulin. He was released from the hospital later that day.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.